Event description:
The barcode scanners on twelve (12) ortho summit sample handling systems (pipetters) reportedly misread sample bar code labels on speciment tubes. No death or serious injury was associated with this incident.